Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation, the white pulse wire in the trunk cable connector was open, which caused the check therapy electrode messages. The root cause for the open pulse wire could not be positively identified. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.

Event description:
The niece of a (b)96) female pt called zoll customer support to report that the pt was receiving check therapy electrode messages. The pt was issued a replacement electrode belt.